Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and friend/family member regarding the patient's implantable neurostimulator (ins) for failed back surgery syndrome - other and non-malignant pain. Information was reported that the caller said the patient fell and is now having problems with his left arm. The caller said the patient thinks he may have jarred one of the leads and they are wondering if the agent could tell if the leads have moved or are not connected. The information was reviewed. The patient then got on the phone and explained after they fell, he turned his stimulation on and increased the number, but did not feel the stimulation sensation anymore. The patient said he normally feels the stimulation, he has never changed his settings, he is using the same one he always uses. The patient noted that it was working last week and he could feel it. The patient got his implant for back and leg trouble and last night he could not sleep so he thought he would try to see if turning up his stimulation would help, but he could not feel it. The patient was redirected to follow up with their healthcare provider (hcp). No further complications were reported. No additional patient symptoms were reported.